Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted at a surgical intervention. There was also a right ventricular (rv) lead revision/replacement that was the main purpose of the procedure. The physician chose to move both leads more medially. When he went to extract the 7742 to move it, the helix would not retract so a new lead needed to be placed. No additional adverse patient effects were reported.